Event description:
Physician rec'd exposure when the right filter to his planar f fell out of its holder. Physician stated that he did not notice the filter was missing until after completing the procedure (laser trebeculaplastie at the power setting of 600 milliwatts). He also stated that he did not receive any injury.